Event description:
Hcp reported the pump was explanted and returned to the manufacturer for analysis after an implant time of 19 months. A follow up report will be sent when additional information is recieved.

Event description:
Addition info from the hcp reports the pt requested the devcie be removed. "It was an elective removal."